Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had no iodine. This was noticed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph was provided for evaluation. The photograph was visually inspected and the sponge in the cap was found white with no iodine color. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.